Event description:
As reported: "the patient was diagnosed with a closed bimalleolar fracture of the right ankle, which required operative intervention. Unfortunately the patient was required to wear a boot and mange his pain until the swelling in his ankle subsided enough to operate. More than one month later, swelling subsided and he was able to undergo an open reduction and internal fixation of the right ankle with a 10-hole stryker plater, af lag screw, two distal locking screws and five proximal cortical screws. Notably, the syndesmotic screw broke and will require surgical intervention for removal. The patient continues to experience pain, discomfort and range of motion problems in his right ankle."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.